Manufacturer narrative:
On 04/08/2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the active fixation of the subject device was irregular, since the helix did not extend after the application of at least 40 rotations.